Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the first clip was observed to be partially out of the tracks. The second clip advanced very slowly. It was fired two more times and the clips were not formed properly. Another instrument was opened and was very hard to fire. The procedure was completed with an endocutter. There was no consequence to the pt.